Event description:
Mitral valve replacement procedure done using heartport access approach. Valve was placed, stitched through the sewing ring of the valve, and lowered into position. Patency of the valve was checked and it appeared to have a significant leak emanating at the base of one of the "stents". It appeared to be coming through the sutured tissue to the dacron. The surgeon thought the valve was defective and proceeded to cut the stitches out and replaced the valve.